Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed approximately two hours into the treatment. Blood was noted to be leaking externally from both sealed end caps on the dialyzer. The machine, a fresenius 2008t machine, did not alarm. It was confirmed there were no leaks during the priming phase, and there were no signs of any damage or defects on the dialyzer. The cm also confirmed that the device had not been dropped prior to use. Once the leak was noticed, the operator clamped the lines and stopped the blood pump. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 to 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. Additionally, no photos of the device were available for review.

Event description:
A user facility clinical manager (cm) reported that an external dialyzer blood leak occurred during a patient¿s hemodialysis (hd) treatment. The blood leak was noticed approximately two hours into the treatment. Blood was noted to be leaking externally from both sealed end caps on the dialyzer. The machine, a fresenius 2008t machine, did not alarm. It was confirmed there were no leaks during the priming phase, and there were no signs of any damage or defects on the dialyzer. The cm also confirmed that the device had not been dropped prior to use. Once the leak was noticed, the operator clamped the lines and stopped the blood pump. The patient¿s blood was not returned; estimated blood loss (ebl) was 200 to 250 ml. The cm confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient completed their treatment after being re-setup with new supplies on a different machine. The sample was not available to be returned for manufacturer evaluation as it was reportedly discarded. Additionally, no photos of the device were available for review.

Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were multiple approved temporary deviation notices (dns) reported on the lot which were unrelated to the complaint event. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Continuous improvement is of the utmost importance to fresenius medical care as we strive to provide dialysis products of the highest quality to our patients. Reports of leaking product are investigated both individually as complaints, as well as via the nc/CAPA program, in order to assess and improve our products and processes. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.